Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(4) 2015 and not on (B)(6) 2015 as previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the motor stall occurred at 13:54 and recovered at 14:25.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (2.5 mg/ml at 0.3206 mg/day) and bupivacaine (2.5 mg/ml at 0.3206 mg/day) via an implantable pump for non-malignant pain and other non-malignant pain. A pump interrogation was performed on (B)(6) 2015, revealing a pump motor stall and recovery. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2015. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The etiology included ¿MRI.¿ it was noted that the event resolved without sequelae on (B)(6) 2015. There were no reported symptoms. No complications were reported/expected.